Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It is alleged the patient was suffered infection due to the mesh, extrusion was also alleged. The medical records provided indicate that there was no infection suffered by the patient due to the bard/davol flat mesh. Extrusion which was also alleged, is listed as a known possible adverse reaction in the instructions-for-use. In regards to infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: section a through d - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of the patient's medical records and patient legal fact sheet provided to davol by the patient's attorney: on (B)(6) 2006 the patient underwent implant of a non-davol urethral sling, anterior vaginal repair, cystoscopy, and enterocele repair with implant of a bard/davol flat mesh. On (B)(6) 2006 patient was diagnosed with a uti and treated with oral antibiotics. On (B)(6) 2006 and (B)(6) 2007 the patient had multiple office visits with complaints of vaginal mesh material exposed as the vaginal apex. Md examination confirmed there was approximately 1.5cm area of exposed mesh. On (B)(6) 2007 the patient was diagnosed with mesh erosion and underwent explant of the davol flat mesh. The operative report indicates the patient did not have any infection or any complaints of tenderness. On (B)(6) 2012 per the patient's legal fact sheet, the patient underwent transvaginal excision of sling with urethrolysis and episitomy. On (B)(6) 2012 patient underwent transurethral injection of durasphere due to stress urinary incontinence, urgent urinary incontinence and constipation. The patient's legal fact sheet alleges the patient was treated for pain, extrusion, infection, recurrence, explant and additional surgery.

Manufacturer narrative:
Note: due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission: (B)(4)